Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest discomfort; bronchial discomfort; cough. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest discomfort; bronchial discomfort; cough. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center for further evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There were 2 error codes found. The device was scrapped by the third-party service center after the evaluation. No further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section g2 was incorrectly updated, which was updated/corrected in this report.